Event description:
Boston scientific crm received information that the patient implanted with this product developed a pocket infection. Antibiotics were administered which resolved the infection. There was no report of adverse patient effects.

Manufacturer narrative:
This report will be updated if additional information is received.